Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to oversensing of t wave and muscle noise. Technical services (ts) was consulted and discussed stored, with further troubleshooting and in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.